Event description:
This is being filed to report a single leaflet device attachment (slda) and a clip caught on chordae. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and thin leaflets. There was total of five clips implanted. During the procedure with the first clip, a mitraclip xtw, a single leaflet device attachment (slda) occurred. The device was detached from the posterior leaflet. The xtw was thought to have been deployed only on the leaflets, but must have also been attached to a chord, since the clip was partially attached to the chord post-slda. An additional clip was implanted to stabilize the slda. The pressure gradient was at 7.0 mmhg, and the physician was satisfied. There were no adverse patient effects caused by the increased gradient or in general. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be due to procedural conditions. The reported incomplete coaptation appears to be due to the entrapment of device and challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.